Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were received open. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into the device that was returned with the reload. The interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of staple pre-fire that has no relationship to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the unreported condition of staple pre-fire was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during interlobar formation for video-assisted thoracoscopic right superior lobe resection, the first reload was attached to handle and the resection was performed without problems. When the opening and closing was performed for the second reload, the jaws part did not open and the device was unable to be used. After that, it was replaced with a new one, and the procedure was proceeded and completed without problems. There was no patient injury.